Manufacturer narrative:
(B)(4). One ec60a device was returned with the indicator discs broken and with a cartridge present. The reload was received partially fired on the left side and fully fired on the right side. Upon further inspection, it was noted that the cartridge deck and one piece sled were damaged. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented, therefore, there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon resection procedure, on the first firing with gold reload, the device was not articulated. When the surgeon opened the device, the proximal portion of colon started bleeding. At the distal portion of colon, the staples were formed; this was the right side of the stapler with the anvil on top. There were malformed and unformed staples on the proximal side. Suture was used to stop the bleeding. There was minimal blood loss and no need for a blood transfusion. There were no patient consequences reported.